Manufacturer narrative:
Additional information was received that the patient underwent a revision due to inadequate pain relief and was doing well post-operatively. The lead that was returned (sc-2218-70, sn (B)(4)) was showing high impedances during the original implant procedure that¿s why the physician replaced it.

Event description:
A report was received that the patient's lead was explanted for an unknown reason.

Event description:
A report was received that the patient's lead was explanted for an unknown reason.